Event description:
It was reported that a dissection occurred. A percutaneous transluminal coronary angioplasty was performed on a left anterior descending artery (lad). A 2.75 x 38 synergy stent was deployed in the lad. Following deployment, a dissection was noted. Another stent was deployed to cover the dissection and complete the procedure. No further patient complications resulted in relation to this event and the patient was reported to be stable following the procedure and fully recovered.